Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. Treatment for the event was not reported. On an unreported date, apd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report the patient was not recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.